Manufacturer narrative:
Due to character limit in e1 initial reporter name is constantin udu dec a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump had an electrical test failed code 50. Patient was not involved. No harm occurred.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 version or model number, d7a. A getinge field service engineer (fse) verified electrical failure #50. Isolated failure to motor control pcb. Replaced motor control pcb. Performed functional check and safety test. Unit cleared for use.